Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr901, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the unipolar impedance was higher than the bipolar impedance, and that there was possible insulation breach. It was further reported that there was low impedance and intermittent noise on both leads. The patient also experienced some pocket stimulation due to unipolar rv (right ventricular) pacing. The leads were capped and replaced. No patient complications have been reported as a result of this event.